Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced an infection in the location of the inflatable penile prosthesis (ipp) scrotal pump. The ipp was explanted and a 12mm x 16cm spectra penile prosthesis (spp) was implanted. No additional patient complications were reported in relation to this event.